Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while performing troubleshooting for a step loss issue on the architect analyzer that a reaction vessel filled with a donor serum sample had splashed into her eyes. The person was not wearing protective eyewear at the time of the event. The customer had been seen by an infectious doctor. No treatment was administered. The samples that were on the architect analyzer for analysis were tested on another instrument and found to be negative for (B)(4). The patient had protective antibodies to (B)(4) due to having been vaccinated. The customer will be re-evaluated for blood analysis in a month. No further impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). The investigation included a review of complaint information, product labeling and tracking and trending documentation. The tests being run when the operator got splashed were (B)(6). The operator was not wearing personal protective equipment (ppe) other than gloves; no protective eyewear. The operator was sent to an infection doctor for a visit and consultation, and was not given any medical treatment. The patient had antibodies to (B)(6), but not for (B)(6). The samples which went to exception on the architect i2000sr instrument (B)(4) when the error process path step loss occurred were tested on another instrument, and all samples were found to be negative. The operator will retest her blood analysis in a month to ensure no infection from this incident occurred. Architect labeling instructs the reader to consult material safety data sheets (msds) for safe use instructions and precautions and avoid contact with skin and eyes; if contact with material is anticipated, the reader is instructed to wear impervious gloves, protective eye wear, and clothing. Additional warnings caution that failure to follow safe use instructions could cause injury. The customer was reminded of these precautions and retrained. No adverse trends were identified related to this issue, or the architect i2000sr instrument. The investigation identified no systemic issue and the system is meeting current safety standards. This is the final report.